Event description:
Related manufacturer reference number: 2017865-2022-08473, 2017865-2022-08475. It was reported that the patient has deceased. It us unknown whether there is an allegation from a health care professional that suggests the death was device related. No additional information was available

Manufacturer narrative:
The lead was returned for patient death. Only the connecter portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.